Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj2291 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Additional investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the xc200 reload was received with no apparent damage. Three clips were loaded in the reload, a loose clip, and a broken clip was returned for analysis. During the functional testing of four clips, the clips were broken due to that the clips are absorbable and have begun with the process of degradation. In addition, only the top foil was returned for examination and showed multiples wrinkles and small holes on the bottom cavity of the foil package related to excessive manipulation. Due to the condition of clips no functional test was performed. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that product failure is multifactorial. Based on the damage found on the foil, the assignable cause of clip holds error, is degradation on clips; due to the improper handling of the package. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: "*what did you mean by ""clip was broken off"" ? Did the clip not hold on suture correctly intra-op? => the clip itself was crashed and broken off when it was fed into the applier. *when the even occurred, was the suture placed near the hinge of the clip? =>no. The clip was broken before the suture was held. *were you able to lock the clip closed on the suture? => no. *if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? =>the clip was broken before the suture was held. The following information was requested but unavailable: package lot number of the clips? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and clip was used. During the procedure, the clip was broken off when it was fed into the applier. Another device was used to complete the case. There were no adverse consequences to the patient.